Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning for low impedance. It was also noted that the thresholds have risen and they are getting capture management warnings. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.